Manufacturer narrative:
Pt was treated with epinephrine, benadryl and decadron. The pt was in the hosp for two days, and diagnosed with angioedema due to the radiesse injection. Later, f/u reported the pt's symptoms are resolving. The device history records for the product were reviewed, and the lot met all specifications at the time of release.

Event description:
The pt was injected with radiesse dermal filler in the nasolabial folds and marionette lines. She developed immediate severe swelling of the cheeks, lips, chin and neck area. She was taken to the ER where she was treated for severe anaphylactic shock reaction.